Manufacturer narrative:
The device was not believed to be explanted post-mortem and was not received by boston scientific. As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker passed away on (B)(6) 2004. The patient's spouse sent a response to boston scientific after receiving a patient information verification letter in (B)(6) 2016. The patient's spouse reported that the patient had shown improvement for one or two days after the device was implanted, but then the device did not appear to be doing the job it was meant to do. At 46 days post-implant, the patient died suddenly and unexpectedly.